Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd pyxis¿ medstation¿ es, the user was unable to dispense the medication because the keyboard was not working. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a keyboard failure. A field service engineer replaced the keyboard to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that while using the bd pyxis¿ medstation¿ es, the user was unable to dispense the medication because the keyboard was not working. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.